Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4) pullwire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attaching the pullwire onto the loop on the end of the peg tube the pullwire broke. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed the presence of residue, indicating use/handling. An examination of the device found that the loop wire broke adjacent to tip and the wire was frayed. It was noted that the complaint pull wire broken could not be confirmed because the pull wire was not returned. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 19034186 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attaching the pullwire onto the loop on the end of the peg tube the pullwire broke. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.